Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not detecting lock/battery compartment and the downstream occlusion (dso) was damaged. The event occurred during testing. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
D4: primary UDI, h3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. 1) findings found when locking the pump in mu mode, latch lock sensor does not change to "both". 2) the battery compartment is missing the middle separator and hinge is missing. 3) the dso seal was peeling. 1) the cause is a contaminated latch lock flex. 2) the cause is a damaged battery compartment. 3) the cause is the dso seal. These will all be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.